Event description:
When the nurse inserted the stent, the stent was kink. So, he used another zso. Additional information received on 26mar2025. 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Shade and cool stent storage 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Visiglide2 0.025¿ 450cm 3. Was the wire guide lubricated prior to use? Yes. 4. Was the wire guide inspected for damage prior to use? No. 5. Was the device at the center of the complaint inspected for damage prior to use? Yes. 6. Please specify if any straightener was used to straighten the pigtail part of the stent. Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-jul-25.

Manufacturer narrative:
Device evaluation 1 unit of zso-7-3 device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. 2.1. Document review: prior to distribution zso/zebd devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue/ manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. This has been confirmed in the engineer input (ref att. Ecir (B)(4) rev 001) (ref att. (B)(4). Corrective actions: CAPA-00022 (B)(4) has been opened to address the use of 0.025¿ wire guide instead of 0.035¿ wire guide documented on the label. Summary: complaint is confirmed based on customer and/or rep testimony. Confirmed qty of devices: 01 device (prior to use) investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.